Event description:
It was reported the customer was experiencing high blood glucose for the past two days. The customer's blood glucose was over 600 mg/dl. It was found the customer was feeling nauseous, dizzy and lethargic due to their high blood glucose. Customer stated they had treated their blood glucose with the insulin pen. Troubleshooting for the insulin pump found the customer had a bent cannula. Customer stated their settings were also correct. Customer could not complete their troubleshooting and was advised to call back once they received a tubing clamp. No additional information provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.